Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were dispatched in emergency room on (B)(6) 2021 due to high blood glucose. Customer blood glucose was 390 mg/dl. Customer was treated with insulin drip for high blood glucose. It was unknown whether the customer was using auto mode feature or not. Customer stated that the reservoir was leaking. Customer stated that the fluid was visible in the insulin pump. The insulin pump will be returned for the analysis.